Event description:
It was reported that the device was used during a laparoscopic ovarian resection. It was reported that when the instrument was fired, the clips did not close correctly. The distal tips of the clip crossed each other. Another device was used to complete the case. There was no consequence to the patient.